Event description:
Laparoscopic cholecystectomy - "pt was presented to the hospital's operating room for laparoscopic cholecystectomy related to her diagnosis of acute cholecystitis. The pt while in the operating room had an epic universal clip applier used. The clip applier was reported by the surgeon to misfire multiple times during the procedure. The event was described was "when we would clamp. It would not staple, when we would unclamp, the staple would fall out." Patient status: patient discharged home.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.